Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) implanted to the mid lad. On the same day, the patient suffered an mi. It is unknown whether the reported event was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Concomitant medical products: lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).